Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The small hexagonal screwdriver with holding sleeve (p/n 314.02 lot 2157) was received with the phenolic handle completely broken off from the shaft. Five fragments/pieces of the phenolic handle were returned. Due to the damage of the handle, the handle could not be pieced together to determine if any fragments were missing. The hex tip was stripped and rounded. The shaft and dowel pin was significantly discolored, indicating heavy use and reprocessing over its lifetime. The holding sleeve subcomponent was not returned and is missing. Due to the age of more than 20 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the small hexagonal screwdriver with holding sleeve (p/n 314.02 lot 2157) as the phenolic handle was completely broken off from the shaft. Five fragments/pieces of the phenolic handle was returned. The hex tip was stripped and rounded. The shaft and dowel pin was significantly discolored, indicating heavy use and reprocessing over its lifetime. The holding sleeve subcomponent was not returned and is missing. The condition of the instrument displays heavy use and reprocessing. The device is over 20 years old, consistent device use and reprocessing over the part¿s lifetime likely contributed to the complaint and device conditions. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Due to the age of more than 20 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the small hexagonal screwdriver with holding sleeve was broken upon insertion of a 3.5 cortex screw. Fragments were generated from the broken device and was easily removed without additional intervention. Procedure was successfully completed with a five (5) minutes delay. Patient is stable as there are no complications reported. Concomitant device reported: unk - screws: cortex: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).